Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii video system center displayed an e315 scope communication error. There was no report of patient harm associated with this event. The customer also reported that the intended diagnostic procedure was completed with a similar device, without delay. There were no other devices involved or replaced as a result of the reported event. The customer also confirmed the device would be returned to olympus for evaluation.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the presence of an e315 scope communication error. Tac was then connected with a technician at the user facility for trouble shooting. Technician confirmed the device being used was a scope series 190 with a maj-1430 videoscope cable was still connected to the processor. Tac explained that having the cable connected when being used with this scope model can cause device confusion and generate the error. Technician followed tac's instruction to power down the processor, unplug the cable and power back on; this method of troubleshooting resolved the reported issue. However, upon follow up with the user facility, it was reported that the device was going to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to a malfunction associated with the scope. The error was confirmed to have resolved after the customer disconnected the scope cable. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection]. · use appropriate cables only. Otherwise, equipment damage or malfunction can result. · properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.